Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead tested for high impedance. Subsequently, the patient was unable to put their ipg into MRI mode. As a result, the patient underwent surgical intervention on (B)(6) 2017 where the physician attempted to reposition the lead. While revising the lead, the physician damaged the lead so therefore it was replaced. Issue has been resolved.